Manufacturer narrative:
The patient specimen was drawn in a edta venipuncture tube. The specimen was sampled within 3 minutes of collection and stored at room temperature. Controls were run before and after this incident and recovered within assay range. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed the red blood count (rbc) filter modification (mod) and a decontamination on the instrument. The fse also performed reproducibility and adjusted the instrument calibration factors. The fse replaced the rbc bath and filter mesh, and verified the instruments operation. The root cause for the erroneous high platelet result is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high platelet (plt) result on a patient specimen that was generated by the coulter act diff 2 analyzer. It is unknown if the instrument generated any flags because the instrument printout was not provided by the customer. The erroneous result was reported outside the laboratory. The physician questioned the result and the specimen was sent to a reference lab for retesting, which produced a lower and more consistent result with the patient history. No manual platelet counts were performed. However, the customer stated that a week later the same patient was drawn and recovered similar results (plt=63.0) that compared to the reference results and consistent with the patient history. No death, serious injury, or change to patient treatment is associated with this event. Per the customer, the patient was scheduled for chemotherapy treatment, but treatment was cancelled after corrected report was sent out.